Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and the battery depletion was normal based on the device usage. However, towards the end of the life of the device, rapid battery depletion was observed. The device image indicated normal current drain during the implant period and no high current drain sources were found. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found an internal battery anomaly to be the cause of premature battery depletion.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.